Manufacturer narrative:
Correction in h6: after further review, device code a27 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they followed the guidance of tech support to couple the recharger and ins. After all the steps that were directed, they lastly tried their recharger which brought the same results. They rep said the nurse practitioner was going to address their findings with the physician who would determine what the next step was. The rep noted the smart programmer does connect but the recharger will not maintain a connection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery had 'gone dead' from normal use. The steps taken to resolve the patient's issue were that the surgeon revised the pocket so that the battery wouldn't move away from parallel with the skin. The rep wrote that the patient had said they felt a 'zinger' or shock while recharging, which was resolved by using the belt. The belt riding up while recharging had been resolved by way of the patient not being active during recharge sessions. The rep reiterated that the coupling had been corrected after revising the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that therapy worked really well then didn¿t work at all. They said the battery had gone dead. The patient saw their healthcare professional the day prior and they recharged the recharger for 45 minutes, an then the rest of the time was spent trying to recharge. The patient said they would get it to connect for like 30 seconds and then it would start searching again. They eventually got the message not recharging. The healthcare professional was not able to get the handset and communicator to connect to the stimulator either. The healthcare professional sent the patient home and told them to play with it. The patient said they still had some stitches in but the healthcare professional said it was ok to recharge. The patient said sometimes they feel a burning or pinching while trying to recharge but had not felt it the day of the call. The patient said they had problems with the belt last night. They said the implant is high up to their waist and the belt rides up when they have it fastened. Patient services had the patient do a hard reset with the recharger and to turn off the handset and back on. Had the patient feel where the implant was and rotate around the stimulator and leave it for 30 seconds in each position. Had the patient try sitting and bending forward to make implant more superficial. The patient tried without the belt. Had the patient apply more pressure to the recharger against the skin. The patient would connect for a short time and get good connection and then it would go to searching again. The patient had 10% stimulator charge. The patient said there was swelling where the knott is. The recharger was at 80% charge. The patient got a message that the recharger is inactive. They also received 3167 code after doing a hard reset which was cleared. The patient said it was stabbing. The patient was very frustrated after all they have gone through and it doesn¿t work and they were ready to have it taken out. The patient was redirected to their healthcare professional and advised to have a manufacture representative present. The patient had a follow up appointment scheduled on tuesday. An additional call was received from a manufacture representative on (B)(6) 2020. The rep reported they were unable to get coupling with the recharger. They reported seeing error codes (B)(4). The rep said the implant is superficial but the healthcare professional in the room indicated that the ins was tilted and attempted to adjust but the pocket was still sore. The rep said they reset the recharger and rebooted the handset and the recharger kept trying to find the ins. It appeared to connect briefly but then lost communication after a few seconds. Patient services asked the rep to get their demo recharger but they hadn¿t recharged it for a while so they will charge the recharger for a while and attempt the communication with the demo. Patient services discussed that the patient may need to get into a better position to where the ins lays flatter to get a good connection. The rep was going to call back for a recharger replacement if recharging improves with their demo.